Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: image is unclear probable root cause: ¿ incorrect or unclear instructions for use ¿ incorrect optics assembly ¿ incorrect scope adapter assembly ¿ light cone failure ¿ damaged light fibers ¿ incorrectly assembled fibers ¿ end of life wear-out ¿ shipping damage ¿ use error ¿ insufficient amount of fibers ¿ insufficient illumination uniformity the reported failure mode will be monitored for future reoccurrence.